Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the malfunction was duplicated and attributed to a corrupted calibration table on the smart pneumatic module board. The calibration table was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1176" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.